Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a stroke. During a concomitant pulse field ablation (pfa)and left atrial appendage closure (laac) procedure a farawave catheter was used. An activated clotting time of greater than 300 seconds was maintained during the procedure and precautions to prevent air ingress were taken during all sheath exchanges. A very dense heavy smoke of slow-moving blood was observed after ablation just prior to the laac portion of the procedure. The physician chose to pace at a higher heart rate to clear the smoke. In a follow-up after the procedure it was noted by the physician that the patient experienced stroke-like symptoms of right sided paralysis upon waking. Magnetic resonance imaging (MRI) was completed confirming a thromboembolic stroke. There was no intervention required to treat the stroke, and the symptoms resided on their own. The patient remained in the hospital for monitoring. It is unknown if the catheter will be returned for analysis.